Event description:
A falsely elevated troponin I result of 7.18 ng/ml was obtained on a patient sample. The result was not reported to the physician. The same sample was retested and a result of 0.00 ng/ml was obtained. The same sample was retested on an alternate instrument and a result of 0.15 ng/ml was obtained. Patient treatment was not prescribed or altered and there was no report of adverse health consequences to the patient as a result of the falsely elevated troponin I result. Analysis of the instrument shows that the most likely cause for the falsely elevated troponin I result was the syringe and the pipettor assembly.